Manufacturer narrative:
The device was returned to olympus for inspection and the following reportable malfunctions were identified during the device evaluation: image break up and pixel fault. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. The image break up was due to defective cable unit, and for pixel fault the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. The customer returned ch-s190-08-lb, serial number (B)(6) to the regional repair center with the reported issues of ¿damage to the paddle.¿ the repair center was able to confirm the customer failure and determined the following cause: paddle connector damaged. Additionally, the repair center was able to find following failures: image break up due to defective cable unit. Pixel fault. DHR and repair history review not applicable. A labeling review is not applicable a risk review was performed. The identified failure mode is included in the risk file. The review of similar complaints for period the previous 12-months was performed and the count of complaints in the current month is within expected ranges, relative to historic counts. No further action is recommended currently. A CAPA history review was performed. There are no capas identified related to the reported issue. The complaint is confirmed. D02: the most probable cause of the identified failures is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Based on the investigation results, no nonconformances were found related to this complaint. No further escalation is required.

Event description:
It was observed that during the device evaluation, the subject device exhibited image break and pixel fault. There was no patient involvement.